Manufacturer narrative:
The reported event of failure to sense was not confirmed. As received, a complete lead was returned in one piece. Final analysis of the lead did not find any anomalies.

Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the newly placed right atrial (ra) lead could not sense atrial beat. The ra lead was not implanted and an alternate lead was implanted instead on (B)(6) 2024. The patient was in stable condition.